Manufacturer narrative:
A ge rep evaluated the system and replaced the frame grabber board. System operates as intended.

Event description:
The customer reported that intermittently the image will disappear. No pt injury was reported.